Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit was set at 55 cc over 2 hours. The volume to be delivered was also set at 55 ccs. When the feed was finished, the pump indicated that a volume of 60 ccs had been infused. The pump did not alarm and stop running when it reached the volume to be delivered.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.